Event description:
The pt was implanted with a left ventricular assist device. The pt was post-operative and complained of abdominal distension and pain and nausea and vomiting. The pt respiratory arrested and was re-intubated. An echo was done, which revealed a clot in the left ventricle. On (B) (6) 2010, the pt expired.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.